Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to shorted u9 and q5 components on the charger bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) old male patient's battery charger was resetting. The patient was issued a replacement battery charger/modem.